Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing. The root cause is due to a defective processor board likely due to aging. Visual inspection of the returned platform was performed and found no physical damage. The autopulse platform is a reusable device and was manufactured on 19 apr 2010 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Unable to recover the data archive due to the platform not fully booting up due to the defective processor board. After replacement of the processor board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that after service, the autopulse platform powered up displayed error message 'system error, out of service, revert to manual CPR'. No patient involvement.